Event description:
Multiple complaints have been received from clinicians and patients complaining of dullness of needle upon injection with covidien magellan safety insulin and tb syringes. Several patients who receive frequent injections identified that these syringes were dull and different from their prior experiences. Clinician's also complained of bending of the needle with use. Several product samples were returned to the manufacturer for analysis, with confirmation that 8 of the 15 products reviewed failed the quality check for the penetration test. Additional date of event: (B)(6) 2010.